Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safeassist¿ safety pen needle was unable to deliver insulin. The following information was provided by the initial reporter: blocking of the needle, impossible to know if insulin has been injected to the resident and how much if injected.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 15-mar-2023. H.6 investigation summary: one open 30g x 5mm safety pen needle sample was returned from an unknown lot. No., cat. No. 329916. Visual examination was carried out on the returned sample and a bent patient end of the cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as the lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the bd safeassist¿ safety pen needle was unable to deliver insulin. The following information was provided by the initial reporter: blocking of the needle, impossible to know if insulin has been injected to the resident and how much if injected.